Event description:
It was reported that a pump became hot to touch due to a heat or electrical problem while charging, using tandem charging supplies. There was no adverse impact on the customer's blood glucose level. Technical support replaced the pump and provided new charging supplies as a goodwill gesture. The customer declined to share backup therapy details.